Event description:
It was reported via maude report (B)(4) that: "I had a thr of my left hip (B)(6) 2006. Stryker trident products. Unfortunately, the trident accolade tmzf moved shortly after surgery. I have found out that the tmzf that I had to have removed was part of a recall by stryker. I was unable to walk without a cane for almost 6 years. I couldn't put pressure on my leg at all. I would get sharp pains in my thighs and on the outside of my leg. I decided with the help of 2 doctors to have a revision done on my left hip. I waited as long as I could for my hip to heal. I either had to have a revision or be at risk of a fracture. On(B)(6) 2012, I had revision surgery. The trident accolade tmzf hip stem, the femoral head and the insert were removed and replaced with depuy products. The trident hemispherical cluster in my hip and the trident acetabular shell were also recalled by stryker. I understand there is no way to determine whether the cluster or shell cause the accolade to shift. According to the operative notes from the revision, the accolade stem had loosened.

Manufacturer narrative:
It was noted on the maude report "not to release reporter identity disclosed to the manufacturer. Should additional information be obtained, it will submitted in a supplemental report. Not returned.